Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversenisng and low r-wave amplitudes resulting in an inappropriate shock. The patient was noted to be chopping wood at the time of the delivered therapy. Device data was sent and review by rhythmcare. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.